Event description:
It was reported that the patient presented with increased low back pain as well as increasing pitched forward and stooped forward posture. Patient has documented flat back syndrome. Patient's prior posterior spinal fusion was from t9-l4. Patient was evaluated after failure of the medrol dosepak and lumbar injection. Patient reports severe and persistent low back pain radiating into her buttocks and the lateral aspect of her thigh. Patient is essentially in a recumbent position secondary to her back and leg pain. Patient is now essentially wheelchair bound. Patient is minimally ambulatory secondary to these symptoms. Patient denies any constitutional symptoms, night pain. Sitting, rising from a seated position, walking, as well as coughing and sneezing increase her back pain and worsen her leg symptoms. Patient reports pain not only in her low back but also in the posterior aspects of her thighs bilaterally. Pain is worse on right side. Patient has anterolateral calf numbness and pins and needles sensation on the tops of her feet bilaterally. Patient has received pool therapy, injections, and medrol dosepak with limited relief of symptoms. Ap and lateral scoliosis x-rays demonstrate severe sagittal plane imbalance, flat back across the lumbar spine. Previous posterior spinal fusion t9-l4. Loss of lumbar lordosis. This had demonstrated significant progression compared to patient's plain films taken a couple of years ago. MRI shows significant junctional degeneration at l4-5. There is the presence of a facet fusion. There is moderate canal stenosis as a result of ligamentum flavum buckling and facet hypertrophy. The patient underwent pedicle subtraction osteotomy l4, posterior spinal fusion l3-s1, posterior lumbar interbody fusion l5-s1, posterior thoracic smith-peterson osteotomies l3-4, posterior lumbar decompression l4-5, pedicle screw spinal instrumentation l1-s1, bilateral spinal pelvic iliac fixation, exploration of posterior spinal fusion, placement of interbody peek cages l5-s1, harvesting and placement of local bone autograft, vitoss, (B)(4), and femoral head allograft. It was noted that there appeared to be a well healed posterior spinal fusion from l1-l4. (B)(4) was used in the l5-s1 disc space. Appropriate depth and location of the cages were confirmed fluoroscopically. No complications were reported and patient was stab le going into recovery. (B)(6) days post-op, the patient presented with weakness of the lower extremities and "hot spot" over the lower lumbar region. A CT scan of the lumbar spine showed, "post-surgical changes of the lumbar spine are present." The majority of the changes are stable as compared to prior CT of the lumbar spine. There has been interval increase in anterior slippage at l4 and l5 since comparison CT examination which is grade I-ii currently (7mm) and was grade I previously (5mm). Moderate posterior compression deformity of l4 is stable since prior examination. There were fracture lines evident involving the upper l4 vertebral body on prior examination which have healed on current study. Current and previous examinations demonstrate bilateral laminectomy and facetectomy procedures at l3-4, l4-5, and l5-s1 levels. The pedicles and lamina arch at l4 are completely resected, unchanged. Fusion construct is present between l1 and the sacrum. Bilateral iliac screws are also present. There is no evidence of solid fusion of l3 and s1 levels currently. Levoconvex scoliosis of the lumbar spine, unchanged - there is a component of postoperative epidural fibrosis along the posterior and lateral margins of thecal sac at l4 through superior s1 levels. Intervertebral bone graft material is present at the l5-s1 level unchanged. Pedicle screws are present at all levels between l1 and s1 with the exception of l4. Screws are also present extending to the medial iliac wings bilaterally. There is curvature of the lumbar spine, convex towards the left with the apex at l2-3. (B)(6) days post-op, the patient underwent a posterior revision decompression ression l5-s1 and exploration of the fusion due to recurr ent stenosis, l5-s1 and right l5 radiculopathy. Per the operative notes, "a revision decompression was performed, with removal of a combination of scar tissue as well as bony overgrowth from the floor of the spinal canal." (B)(6) days after the revision surgery, the patient was admitted to the hospital for a lumbar surgical wound infection. Patient diagnosis: surgical wound infection of the lumbar spine, hypothyroidism, cellulitis and abscess of trunk, thoracic or lumbosacral neuritis or radiculitis, unspecified, chronic pain disorder, and dyslipidemia. An MRI of the spine did not show osteomyelitis. Patient has hardware in place, surgeon decided to treat her for 6 to 8 weeks with vanco. Flagyl due to possible anaerobic coverage and cipro gram negatives. Patient developed herpes zoster in the nostrils and hard palate. She was treated with oral acyclovir which is controlling the herpes well. The lesions are healing well at the time of d/c. Patient was discharged with antibiotics.

Event description:
A 302 days post-operatively, the patient presented with complaints of radiating right leg pain as well as some ankle dorsiflexor and great toe weakness. The patient reported noticing the onset of these symptoms subsequent to her recent hysterectomy. Previously had l4 subtraction osteotomy and l4-pelvis fusion. Reviewed CT scan, demonstrates some inflammatory process and possible early heterotopic bone formation on the right more so than the left at the floor of the spinal canal at the l5-s1 segment. There also appears to be some extension into the right l5-s1 neuroforamen. Surgeon noted plans for a revision decompression on the l5-s1 level on the right hand side.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2011 ap lat shows l1-iliac fusion. (B)(6) 2011 multiple intraoperative films. 10-17-2011 ap/lateral lumbar x-ray shows l1-iliac fusion. (B)(6) 2011 sagittal CT shows pedicle subtraction osteotomy with instrumentation l1-l2-l3-l5-s1-iliac screws. Interbody l5/s1. Posterior collapse of l4, mild spondylolisthesis l4/5, posterolateral fusion l1-l3. Axial CT schows decompressive laminotomy, poor quality study but no apparent comjplications. (B)(6) 2011 MRI shows fluid density dorsal to defects from decompression. Alignment. Abundant soft tissue edema.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6)-2014, the patient underwent a posterior lumbar interbody fusion at l5-s1 where rhbmp-2/acs was implanted with a peek cage and also applied directly over the patient's transverse processes and across the sacral ala. Post-operatively the patient developed increased right leg pain and weakness, persistant right ankle foot pain and numbness, right foot drop, and persistent buttock pain. The patient also developed inflammation and uncontrolled bone growth causing stenosis at the site of implant. The patient continues to suffer from intermittent inflammation and redness at the surgical site. On (B)(6)-2011, the patient underwent a revision surgery to remove the bone overgrowth. The surgeon noted, "there was significant bony formation particularly over the posterolateral recess of l5-s1 as well as over the top of the instrumentation,...revision decompression was performed, with removal of a combination of scar tissue as well as bony overgrowth from the floor of the spinal canal." Following the revision surgery, the patient developed a deep wound infection (osteomyelitis) requiring hospitalization for five days in early (B)(6) 2012 and months of IV antibiotics through a PICC (semi-permanent) line. It also led to the development of shingles on three separate occasions at the site of implant. The patient continues to suffer from pain in her back, right leg, thigh, and groin, and pain, weakness, and numbness in her foot. The patient has also developed arachnoiditis at l4. The patient is constantly tired and in pain and must use a walker and occasionally even a wheelchair for mobility. The patient's pain and inability to function have caused her to experience serious depression.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery.